Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide information received through follow up ((B)(4)). The endoscopists take the risk of infection into account by removing the suction button and using a long brush to clean the area. The contractors used a short brush to clean the area. The contractor received training from olympus in the past. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event "the clip came out inside the patient's body" occurred due to reprocessing could have deviated from the instruction manual. However, the root cause of the suggested event could not be identified. The event can be inspection/prevented by following the instructions for use which state: "inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection" "prevention method is described in the operation manual gif/cf/pcf-290 series chapter 4 operation" olympus will continue to monitor field performance for this device.

Event description:
It is unknown what part of the body the clip fell into, how the clip was retrieved, if the clip was left in the patient's body, if any diagnostic images were used to locate the clip, if the patient was injured or harm, if additional intervention was preformed, what the current condition of the patient, or model/serial number of the clip.

Event description:
The olympus representative reported on behalf of the customer that the clip used in a previous case was inhaled, and came out inside the patient's body during the next case. Brushing and washing were performed on the evis lucera elite colonovideoscope after each case. It is unclear whether the paper clip was recovered or left inside the patient's body. No patient harm was reported. Additional procedural details were requested but unknown or not provided. Related patient identifier: (B)(6) - evis lucera elite colonovideoscope (model: pcf-h290ti sn: unknown).

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.